Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a loss of power, pump stop, and clock not set alarms was confirmed via log file analysis. Event log files were submitted for evaluation and data from 19oct2024 ¿ 31oct2024 was reviewed. Starting on 19oct2024 at 08:09:04, low power advisory alarms activated due to routine battery depletion. At 10:20:57, the alarms transitioned into low power hazard alarms and at 11:16:55 the alarms turned into no external power alarms due to the external batteries becoming completely depleted. The backup battery supplied power to the system due to the loss of external power. The pump stopped at 13:02:26 due to the backup battery power being depleted. At 13:03:19, the controller lost total power and shutdown. The controller clock was reset to the default timestamp of 1jan2000 at 0:00:00, once the system was reconnected to alternating current (ac) power. The pump restarted and began operating at the intended speed within 5 seconds. Clock not set alarms were active from 01jan2000 ¿ 12jan2000 until the controller clock was updated on 31oct2024 at 15:45:37. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including clock not set, low voltage, no external power, and pump off alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use and heartmate 3 patient handbook section 3, entitled ¿powering the system¿, explain the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. In addition, it states do not use batteries to power the system when the patient is sleeping. The patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate 3 instructions for use section 4, entitled "system monitor", explains how to set the system controller clock using the system monitor. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files for a heartmate3 patient were submitted for review. The event log and periodic log contained multiple alarms associated with a loss of all power event. The patient was utilizing battery power on (B)(6) 2024 and appeared to have depleted both batteries and backup batteries (ebb). This low voltage caused the rotor to stop at 13:02 on (B)(6) 2024. The system controller and pump appeared to stop completely moments later. The patient was off pump support for an unknown amount of time during the event. Following the loss of all power event, the pump appeared to resume normal operation with controller clock corrupt faults once external power was restored. The clock was resynced on (B)(6) 2024. No other unusual events were noted in the remainder of the log.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.